Manufacturer narrative:
This report is being filed to correct the date of explant.

Event description:
It was reported that this abandoned right atrial (ra) lead was found during a procedure to explant a right ventricular (rv) lead. The physician explanted the ra lead for unknown product performance issue. Attempts for additional information were not successful as it was noted the patient was recently transferred to this account for care. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this abandoned right atrial (ra) lead was found during a procedure to explant a right ventricular (rv) lead. The physician explanted the ra lead for unknown product performance issue. Attempts for additional information were not successful as it was noted the patient was recently transferred to this account for care. No adverse patient effects were reported.